Event description:
Customer reported the analog interface board needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, replaced the analog interface board and repaired a faulty solder joint. This MDR is related to ge healthcare complaint.